Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 4.11j. Retainer ring = clear. Pump received with cracked select button keypad overlay, pillowing keypad overlay, cracked battery tube threads and cracked case behind the pump near the battery tube compartment. Test reservoir/pcap lock properly inside the reservoir tube. Unit passed displacement test.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.